Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). Attempts to obtain additional information are being made. Should additional information be made available, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms. It was reported that the sensing was within normal limits and there was no noise exhibited. Boston scientific technical services (ts) discussed the clinical observation and possible sources. No adverse patient effects were reported. This product remains in-service.

Event description:
Additional information indicates that this patient underwent a revision procedure and the rate/sense lead was surgically capped and abandoned. No additional adverse patient effects were reported. Evidence suggests that the patient's implantable cardioverter defibrillator (ICD) remains in-service.